Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was observed to be loose in the pump usb port, and the pump was unable to charge without the cable being maneuvered in the port. The customer's blood glucose level was 137 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.